Manufacturer narrative:
A follow-up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the micro sagittal saw ran without user activation during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.